Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Reason for original complaint. Maude event report (mw5025353) states dislocation. Update: (B)(6) 2013 - patient der was received stating patient was revised (B)(6) 2013 to address dislocation. Part and lot information was provided. Update 8/4/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, joint instability, and limited mobility. Update 12/29/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability, dislocations, and subluxation. Update ad 28 nov 2018: com-(B)(4) has been re-opened under pc-(B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges pseudotumor, loosening of cup and bone fracture. Doi: (B)(6) 2011 - dor: (B)(6) 2013 (left hip) first revision.